Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Troubleshoot was performed. Current blood glucose reading is 222. Blood glucose at the time incident is 400 mg/dl. Customer did not mention any symptom. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer states: the drive support cap appears normal. There were no leaks or air bubbles. Customer reports bolus wizard is programmed accurately. Customer declined to perform the high pressure test. Customer also reported motor error alarm. Customer did not report encoder error alarm. Motor error issue is a past event. Customer insulin pump has not been exposed to magnetic field. Customer did not mention if the pump unable or able to rewind. The insulin pump will be returning for analysis.